Event description:
A nurse at camp (B)(4) reported that the customer had an issue with the act button on the keypad of her insulin pump. The customer's blood glucose level was 160 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.